Manufacturer narrative:
The unit of measure was pg/ml.quality controls prior to the event were acceptable. Upon a review of the alarm trace and analyzer performance data, no issues were identified. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A pre-analytical issue cannot be excluded.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs (high sensitive short turn around time) troponin t hs. It is not known if erroneous results were reported outside of the laboratory. The initial troponin t hs result from an aliquot was 162.3 (no units have been provided for any tests). The original sample tube was repeated and the result was 3.00 with a data flag. Additional repeat results were 4.88 and 3.00 with a data flag. The customer ran dilution tests and the calculated results were 1: 1/2 dilution was 27.92, 1/5 dilution was 81.25, and a second 1/2 dilution was 13.94. On (B)(6) 2016 the same aliquot tubes were repeated 6 times with results of 3.00 with a data flag. No adverse event occurred. The troponin t hs reagent lot number was 18759100. The expiration date was not provided. It was noted that the diluted results are not valid as samples <1000 pg/ml may not be diluted.